Event description:
Reporter indicated that the patient developed an infection shortly after being implanted with the ncp system. The patient was sent to surgery and the physician explanted the patient's pulse generator, re-sterilized the pulse generator, and re-implanted the device. Reporter also indicated that the infection has resolved and that the patient's incision sites are healed completely. It was also reported that since being implanted with the ncp system the patient has gone from 20+ seizures per day to no more than 5 seizures per day.